Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/24/2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed. Share data log was searched. However, no data was available for review. Confirmation of the allegation could not be determined. A root cause could not be determined.